Manufacturer narrative:
The device history record (DHR) review showed that manufacturing and inspection of product was performed as per applicable procedures and validated processes. All inspection results were carried out and were within acceptable criteria as per established sampling plan levels. One decontaminated sample was received for evaluation. A visual inspection and functional testing were performed showing a leak in the lower part of the tube. The reported condition was confirmed. The affected component is produced by an external supplier. Due to similar cases presented in the past, actions will be documented through supplier corrective action report. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported there was a leak in the balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.